Event description:
The following was reported to hamilton medical ag: summary: tf 246005 due to defective mainboard.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective alarm monitor on mainboard. Defective mainboard). Correction: replacement mainboard (B)(4).